Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a "a raw, bleeding sore (sore is 2 x 2 in size) that looks infected, under the tactile box". The daughter confirmed that the patient has sensitive skin, "if the patient brushed up against something his skin tears". There was no alleged device malfunction contributing to the irritation. The daughter cleaned the irritation off with wound cleaner and applied neosporin. The patients home health nurse applied an aquacel patch to the affected area. The patients cardiologist agreed that patient can remove the lifevest, if needed. Upon follow up, the patient's condition worsened. The patient was hospitalized due to blood infection and pneumonia. The patient was prescribed an antibiotic to take for approximately 4 weeks, due to having a skin infection. After taking the lifevest off and being hospitalized, the patient's daughter reported that the skin irritation is starting to improve.